Manufacturer narrative:
(B)(4) - the reported event of device tip broken. Additional information was requested from the user facility. From the responses received it was determined that some force was used in the removal of the guidewire. A review of the device history record (DHR) was performed and showed this device met all required specifications upon its release. Visual analysis of the guidewire revealed elongated coils and a fractured corewire .5 cm from the distal tip. The fractured corewire was sent to the analytical lab for additional analysis. Analysis of the distal portion of the guidewire revealed the fracture within the ground round portion of the wire. The fracture surface exhibited both smeared material and elongated dimple ruptures. Analysis of the proximal portion of the guidewire revealed the fracture present on the flat ribbon section of the wire. The fracture site exhibited primarily material separation or microcracks running the width of the fractured surface. Elongated dimple ruptures in tear were also noted. No material anomalies were observed. The analytical lab concluded that the both distal and proximal fractures found on the guidewire were caused by a bending overload movement. In addition, the distal and proximal fracture sites did not match indicating that 1 to 2mm of the distal tip may have detached from the guidewire. The additional information provided indicates that force was used to retrieve the guidewire from the patient's body; it is probable while trying to pull the guidewire out of the patient the guidewire stretched and broke at the tip. The directions for use (dfu) for this product family state "never advance the guidewire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter and/ or vessel perforation." Based upon the information received and product analysis, the root cause was determined to be operational context.

Event description:
Analysis of the returned device revealed a fractured tip. No clinical consequences to the patient were reported.